Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was monitored and no unexpected powering off, blank display, vibrate alerts or anomalies, or heating up noted. Verified the battery tube power connector is properly connected to electrical board and no unlocked electrical board, keypad connector during visual inspection. The electronic assembly was inspected and no obvious signs of heat damage or burned components however moisture damage was found during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. The insulin pump was also constantly vibrating. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.